Event description:
During a routine knee arthroscopy one dr was attempting to fix a peripheral meniscal tear with a meniscal fastener and a device that applies the fastener. During this procedure a small blue 4x6mm plastic sleeve, which holds the fastener in place on a fixed needle for insertion with the applier, became dislodged from the meniscal repairing device and was lost within the knee joint. Further attempts to recover the lost plastic fragment would have resulted in pt injury and a secondary procedure will have to be done to remove it so that permanent impairment or damage to the knee or existing tissues does not occur. This is a direct result of a product defect that has put facility and drs' reputation on the line. Facility feels it is not its fault and that the MFR should be directly responsible for its defective product.